Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6 atm but pinhole rupture was noted when inflated at 10atm for 30 seconds upon second inflation. The device was removed, and the procedure was completed with a different device. There were no complications reported.